Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt malaise and the leadless implantable pulse generator (ipg) exhibited loss of capture. The device was inactivated and replaced. No further patient complications have been reported as a result of this event.